Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. A new cartridge was loaded successfully and insulin delivery was resumed. Customer¿s blood glucose (bg) level was in the 500's mg/dl; cause was unknown. Reportedly, customer did not address elevated bg.